Event description:
It was reported by the patient that their heart rate felt off after having the device implanted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, implantable pacing lead, (B)(6) 2013; 5086mri45, implantable pacing lead, (B)(6) 2013. (B)(4).